Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced lot of pain in pelvic area (previous event she was going to take it out (seen as medical device removal) was deleted). She is planning to have essure removed. She also reported that she injured her knee, that is the reason she is having her knee surgery end of this month or in third week of this month. Therefore, previous event having surgery done to her knee was also deleted. The event injured her knee is considered unanticipated according to the reference safety information for essure. This event occurred because she fell at work (non-serious event). Considering that essure has a local action at fallopian tubes, a contributory role of essure is unlikely, therefore a causal relationship with essure can be excluded. The event lot of pain in pelvic area is considered anticipated. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal will be required. Additionally, non-serious event was reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("lot of pain in pelvic area") and joint injury ("injured her knee") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), joint injury (seriousness criterion medically significant), fall ("fell at work ") and menstrual disorder ("her menstrual bleeding is dark brown"). The patient was treated with surgery (surgery to remove essure will be performed) and surgery (reason she is having her knee surgery end of this month or in third week of this month). Essure treatment was not changed. At the time of the report, the pelvic pain, joint injury, fall and menstrual disorder outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure. The reporter provided no causality assessment for joint injury and fall with essure. The reporter commented: recently, she is hearing that essure cannot be found in the tubes after sometime since the tissues cover it up or something. Most recent follow-up information incorporated above includes: on (B)(6) 2017: consumer stated she is planning to have essure removed (not yet scheduled for removal) because she had lot of pain in pelvic area, her menstrual bleeding is dark brown (onset dates not provided). She fell at work recently and injured her knee, that is the reason she is having her knee surgery end of this month or in third week of this month. Reason for her call the other day was she is going to have the MRI (of knee) and she wanted to know if it was ok to have it done since she is having essure. No other information provided. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced lot of pain in pelvic area (previous event she was going to take it out (seen as medical device removal) was deleted). She is planning to have essure removed. She also reported that she injured her knee, that is the reason she is having her knee surgery end of this month or in third week of this month. Therefore, previous event having surgery done to her knee was also deleted. The event injured her knee is considered unanticipated according to the reference safety information for essure. This event occurred because she fell at work (non-serious event). Considering that essure has a local action at fallopian tubes, a contributory role of essure is unlikely, therefore a causal relationship with essure can be excluded. The event lot of pain in pelvic area is considered anticipated. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal will be required. Additionally, non-serious event was reported. A product technical analysis is being sought.